Event description:
It was reported that the patient presented for initial device implant. During procedure, the right ventricular lead exhibited insulation anomaly. The lead was not used and replaced successfully. The patient was in good condition post operation.